Manufacturer narrative:
No patient sample or customer product was returned to immucor for immucor investigation. Immucor technical support used a remote electronic connection method on (B)(6) 2016 to assess the test well image in question, which appeared visually positive.

Event description:
On (B)(6) 2016, a customer reported obtaining unexpected negative antibody screen well results on the galileo echo.